Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2024, the patient had intra-op high impedances on both leads. A few days after surgery, the patient also experienced an unspecified traumatic incident. Effective therapy has not been established. Surgical intervention may take place in the future to address the issue.